Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 and 6.2 was failed. A field service engineer (fse) reseated the communication cable on the pyxie bus module board and tested the device in hardware test application to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 6.1 and 6.2 had failed, and all drawer transactions in both the main and auxiliary units were slow. A user experienced a black screen while selecting medications, requiring a power cycle to restore function. Staff also reported slowness when attempting to remove acetaminophen from main 4 pkt a1. Additionally, the keyboard was noted to be loose and worn. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.